Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
This product has been returned and a device evaluation was completed.

Event description:
It was reported that during an implant, this right ventricular (rv) lead was difficult to place and noise was observed. Then noise oversensing with some pacing inhibition was observed. This attempted lead was thus removed and replaced, prior to pocket closure. This product has been returned. This report will be updated upon analysis completion.